Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was an in-stent restenosis located in the proximal end of left anterior descending (lad) artery. A 2.50mm x 15mm apex balloon catheter was advanced for pre-dilatation. However, during inflation at 18 atmospheres, the balloon ruptured and the device was removed from the patient. A 3.0 x 12mm bsc balloon catheter was then advanced for post-dilatation, followed by the implantation of a 4.0 x 28mm bsc stent and post-dilatation again with a 4.5 x 12mm bsc balloon catheter, and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 03:46 pm CT. The report number is being corrected from: 2134265-2018-63966 to: 2134265-2018-62656.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was an in-stent restenosis located in the proximal end of left anterior descending (lad) artery. A 2.50mm x 15mm apex balloon catheter was advanced for pre-dilatation. However, during inflation at 18 atmospheres, the balloon ruptured and the device was removed from the patient. A 3.0 x 12mm bsc balloon catheter was then advanced for post-dilatation, followed by the implantation of a 4.0 x 28mm bsc stent and post-dilatation again with a 4.5 x 12mm bsc balloon catheter, and the procedure was completed. No patient complications were reported and the patient's status was stable. Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed kinks at 10.5cm and 43.5cm from the hub. Microscopic examination revealed a longitudinal tear 3mm from the tip and approximately 20mm long. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. Review of the product specification indicates the rated burst pressure (rbp) of the complaint device. The reported information indicates the device was inflated to 18 atm; therefore, the device was inflated over rbp. Inspection of the remainder of the device presented no other damage or irregularities.